Event description:
On (B)(6) 2012, at (B)(6) hospital, the customer reported that for the bsc 20-500 bubble sensor (article number: 70101.0858, serial number: unverified) attached to the hl20 (serial number: (B)(4)) alarmed with bubbles being detected. The customer checked the tubing and saw no bubbles and was unable to reset the alarm. The customer used the emergency hand crank for several minutes before the alarm was reset. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician was on site and inspected the unit and performed testing of the bubble sensor. The technician was unable to duplicate the event. No repairs were performed. The serial number provided could not be verified, therefore, a date of manufacture could not be determined. (B)(4).